Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds and was dislodged (floating freely in the right atrial). The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.